Event description:
It was reported that the left ventricular lead dislodged and caused diaphragmatic and phrenic nerve stimulation that could not be corrected by programming. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2013. A 6947 implantable tachy lead: (B)(6) 2013. (B)(4).